Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was described as less than 5 ml of fluid leaking from the right side of unit. The leak was contained in the instrument. Quality controls (6c cell control) and reticulocyte controls were out of range when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing personal protective equipment of lab coat and gloves. There were no reports of biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the instrument was leaking from the flowcell harness. The fse found #8 connector was loose and creating a leak. He tightened the connector and checked if any other connector is loose. The area was disinfected. (B)(4).